Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. Device parts were returned; engineering evaluation is currently in progress. Instructions for use (IFU) warnings section state, special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction.

Event description:
The following was reported to gore: patient with left upper arm dialysis graft dysfunction had undergone repeated percutaneous interventions but still had progressive dysfunction of her access. During treatment of the graft dysfunction, a modified seldinger's technique was used to insert a 6fr avanti sheath. Angiography showed superior vena cava and left subclavian vein were patent. The left cephalic vein was 90% stenosed to the cephalic arch. The left cephalic vein was ballooned. Post-treatment stenosis was 70%. An 8mm x 5cm gore® viabahn® endoprosthesis was placed and deployed in the left cephalic vein. Post treatment angiography showed 20% stenosis. The delivery catheter was removed with no issues. At this time, it was noticed the catheter tip was missing. Fluoroscopy revealed evidence of the distal marker with the catheter tip still located on the wire within the cephalic arch. The wire had shifted and almost released the catheter tip. A second puncture to the left arm dialysis graft was made. A 6fr sheath was inserted and a balloon was introduced to the cephalic arch and inflated to stabilize the catheter tip. The wire was reinserted more fully through the catheter tip. The distal end of the wire was snared to allow for full control. The catheter tip was retrieved through the second access. Completion angiography revealed partial thrombosis in the viabahn device. A mechanical thrombectomy and ballooning were performed with good results. After injecting 2mg of tissue plasminogen activator into the thrombus, the second puncture site was closed. From the left brachiocephalic fistula access, a mechanical thrombectomy and ballooning were performed on the left arm dialysis graft. The first puncture site was then closed.

Manufacturer narrative:
Code 10: the engineering evaluation states the delivery catheter was returned in two pieces. The endoprosthesis, deployment knob, and deployment line were not returned. The distal shaft that was separated from the remainder of the delivery catheter and measured 5.6 cm. Expected distal shaft length for this size device is approximately 6.7 ¿ 7.7 cm. The transition was bonded to the dual lumen. The distal shaft did not show signs of pebax melting on the transition end. Based on the device examination performed, anomalies were identified that could potentially be attributed to manufacturing. However, there is no indication that there are additional non-conforming units beyond the one investigated in this complaint.

Manufacturer narrative:
D4: UDI number was entered.